Manufacturer narrative:
A system check was performed on (B)(6) 2010 and the results were within the specifications. No mechanical problem on the instrument was noted. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to total t3 (tt3) results below the normal reference range generated by unicel dxi 800 access immunoassay analyzer for nine patient samples. The results were reported out of the laboratory. Subsequent testing produced results within the normal reference range. Eight additional reports (2122870-2011-00067, 2122870-2011-00114 to 2122870-2011-00117, and 2122870-2011-00119 to 2122870-2011-00121) have been submitted for the other patients associated with this event. It is unknown if the customer received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The risk of serious injury will be assumed.